Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there was a drop in pacing impedance on (B)(6) 2021, and unsuccessful threshold measurements on the same day. On (B)(6) 2021, the lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 8 cm distal to the df4 connector pin and 52 cm proximal to the lead tip. A proximal and a distal fragment were received for analysis. A medial lead body fragment (approximately between 4 cm and 6 cm) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The performance of the returned lead fragments was scrutinized. The analysis showed multiple abrasion marks along the lead fragments. In particular 12 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as cuts into the insulation 44 cm and 28 cm proximal to the lead tip, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.